Event description:
Customer reported via phone call that the insulin pump beeped twice in the last three hours. Customer stated the buttons were not pressed or accidentally pressed and there is not something nearby that beeps. Customer was advised that temporary basal makes the insulin pump beep. Customer was advised to monitor the insulin pump and call back is issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.